Event description:
It was reported that the customer experienced high blood glucose levels for a couple of weeks. The customer went to see his healthcare professional and was told to get the insulin pump replaced because it was no longer delivering insulin. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.